Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reports the lancet protrudes beyond the end cap of the multiclix device after firing. The lancet accidentally stuck the customer. No adverse event or medical attention needed. Return of the suspect device was requested for evaluation.